Event description:
It was reported that a user contacted support for assistance changing a freestyle libre 3+ sensor, and despite guidance, the sensor would not scan and was deemed incompatible, after which the call was transferred to a partner organization for replacement support. No adverse clinical symptoms were reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included troubleshooting and education, with escalation to a partner for device replacement coordination. Investigation of this case revealed an inability of the ilet to read the freestyle libre 3+ sensor consistent with a suspected sensor-reader communication issue. It was concluded, based on previously established findings for similar reports, that the cause was attributed to sensor incompatibility or scanning failure.